Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, it was identified that the footswitch was damaged. Therefore, the reported allegation is confirmed. A new footswitch was sent to the customer. The footswitch was replaced; therefore, the issue was resolved, and the console was functioning as intended. Most likely the damaged footswitch could have affected the device performance leading to the event experienced by the customer. MFR email: moshe.barenboym@bsci.com.

Event description:
It was reported that during a treatment procedure, when the fiber was attached the error code 429 - footswitch3 broken was prompted by the console. The procedure could not be completed due to that. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was identified that the cable of the footswitch was twisted and that could lead to the reported event. Therefore, the reported allegation is confirmed. After that, the damaged cable of the footswitch was replaced, and the console was functioning as intended. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a treatment procedure, when the fiber was attached the error code 429 - footswitch broken was prompted by the console. The footswitch cable was cut off and it was found that the cable inside of footswitch was twisted; therefore, the laser could not fire. There procedure could not be completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during a treatment procedure, when the fiber was attached the error code 429 - footswitch broken was prompted by the console. The footswitch cable was cut off and it was found that the cable inside of footswitch was twisted; therefore, the laser could not fire. There procedure could not be completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
H.10 additional MFR narrative updated. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was identified that the cable of the footswitch was twisted and that could lead to the reported event. Therefore, the reported allegation is confirmed. After that, the damaged cable of the footswitch was replaced, and the console was functioning as intended. The foot switch was returned and upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified that the foot switch assembly was in good condition. The foot guard and the bottom plate had chips and rust due to normal use, the four rubber feet were in place. Both pedals and the ready button presses down smoothly and returned to open position with no issue. It was found that the cable was cut off. Based on analysis result a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a treatment procedure, when the fiber was attached the error code 429 - footswitch3 broken was prompted by the console. The procedure could not be completed due to that. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.